Event description:
The patient was implanted with an uphold lite mesh as a participant in the study of (B)(6). It was reported to boston scientific corporation that the patient sought medical attention on (B)(6), 2014 for a lower urinary tract infection (uti), urge incontinence (new or worsening), and vaginitis (vaginal pruritis with some malodor), that had been ongoing for 8 days (onset (B)(6), 2014). The patient was prescribed bactrim ds, 1 tablet 2 times daily for 7 days to treat the uti, and the event resolved on (B)(6), 2014. The uti event was assessed as "moderate" in severity, and relation to the device/procedure was assessed as "possible". For the urge incontinence, the patient was instructed to decrease fluids, perform timed voids, and was prescribed trospium and estrace. The urge incontinence event was assessed as "moderate" in severity, and relation to the device/procedure was assessed as "possible". The urge incontinence was unresolved as of the patient's last visit on (B)(6), 2014. For the vaginitis, the patient was prescribed clotrimazole 1% vaginal cream, and the event resolved on (B)(6), 2014. The vaginitis event was assessed as "mild" in severity, and relation to the device/procedure was assessed as "possible".

Manufacturer narrative:
(B)(4).the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(6).

Event description:
The patient was implanted with an uphold lite mesh as a participant in the study of (B)(6). It was reported to boston scientific corporation that the patient sought medical attention on (B)(6) 2014 for a lower urinary tract infection (uti), urge incontinence (new or worsening), and vaginitis (vaginal pruritis with some malodor), that had been ongoing for 8 days (onset (B)(6) 2014). The patient was prescribed bactrim ds, 1 tablet 2 times daily for 7 days to treat the uti, and the event resolved on (B)(6) 2014. The uti event was assessed as "moderate" in severity, and relation to the device/procedure was assessed as "possible." For the urge incontinence, the patient was instructed to decrease fluids, perform timed voids, and was prescribed trospium and estrace. The urge incontinence event was assessed as "moderate" in severity, and relation to the device/procedure was assessed as "possible." The urge incontinence was unresolved as of the patient's last visit on (B)(6) 2014. For the vaginitis, the patient was prescribed clotrimazole 1% vaginal cream, and the event resolved on (B)(6) 2014. The vaginitis event was assessed as "mild" in severity, and relation to the device/procedure was assessed as "possible." Correction identified march 12, 2015. The lower urinary tract infection (uti), urge incontinence, and vaginitis had start date (B)(6) 2014. On (B)(6) 2014 was the date the uphold lite mesh was implanted into the patient. Additional information august 1, 2016. On (B)(6) 2015, the patient experienced a culture-proven (>100,000 cfu/ml e. Coli) urinary tract infection (uti) that was asymptomatic. The uti was resolved on (B)(6) 2015. This event was assessed by the study investigator as having "moderate" severity and "possible" relation to the uphold device/procedure.

Event description:
The patient was implanted with an uphold lite mesh as a participant in the study of (B)(6). It was reported to boston scientific corporation that the patient sought medical attention on (B)(6) 2014 for a lower urinary tract infection (uti), urge incontinence (new or worsening), and vaginitis (vaginal pruritis with some malodor), that had been ongoing for 8 days (onset (B)(6) 2014). The patient was prescribed bactrim ds, 1 tablet 2 times daily for 7 days to treat the uti, and the event resolved on (B)(6) 2014. The uti event was assessed as "moderate" in severity, and relation to the device/procedure was assessed as "possible". For the urge incontinence, the patient was instructed to decrease fluids, perform timed voids, and was prescribed trospium and estrace. The urge incontinence event was assessed as "moderate" in severity, and relation to the device/procedure was assessed as "possible". The urge incontinence was unresolved as of the patient's last visit on (B)(6) 2014. For the vaginitis, the patient was prescribed clotrimazole 1% vaginal cream, and the event resolved on september 30, 2014. The vaginitis event was assessed as "mild" in severity, and relation to the device/procedure was assessed as "possible". Correction identified march 12, 2015. The lower urinary tract infection (uti), urge incontinence, and vaginitis had start date (B)(6) 2014. (B)(6) 2014 was the date the uphold lite mesh was implanted into the patient.